Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. There was report of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received on 02/05/2025. H11 updated as: the manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. There was report of patient death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h6 has been updated.